Event description:
It was reported that the patient's pump implant incision never healed. The physician suggested a general surgeon should implant the next pump under the muscle since the patient has a small frame. The patient currently had no pump implanted. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-05868 for additional occurrence with a second pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), product type catheter.